Manufacturer narrative:
(B)(4). Batch # k5d98r. Additional information was requested and the following was obtained: was the device locked on tissue with the jaws closed, if yes, how was the device removed? If yes, did the jaws eventually open: yes the device was locked on the tissue with jaws closed. The firing sequence was complete but the anvil release button wasn't working. The manual release knob was used however that wasn't working either. Eventually pressure was applied on the firing knob to manually separate it from the handle and the jaws opened. After the gun was removed from the abdomen cavity, the fired cartridge was removed and the jaws were closed again to check if the jaws could be opened however the same problem persisted after which the surgeon had to open a new gun. The analysis results found that one long60 device was returned with no visual non-conformances and without a reload present. The device was tested for functionality with a test reload and it fired, and formed all the staples as intended. After further analysis it was noted that the device clamping mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components and the closure trigger top was noted to be broken, not allowing the device to properly open when the release button was depressed. However the device could be opened by applying reverse force to the trigger. Although no conclusion could be reach on what caused the post to break, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the gun anvil release button is not working. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.